Manufacturer narrative:
A replacement power adapter was sent to the customer. The customer called medela customer service and reported the transformer housing fell apart; breach present. Customer was sent a replacement power cord and requested the defective power cord be returned for eval. The defective power cord has not been received at medela as of (B)(4) 2013. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she indicated that there was a breach in the transformer housing. She pumps 1 time a day, she indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
Customer reported transformer housing fell apart; breach present.